Event description:
Hosp personnel responded to a pt described as in cardiac arrest and extremely hairy. The device was connected to the pt with disposable defibrillation/ECG electrodes and 3 shocks were delivered. According to the rptr, arcing was seen at the apex site on the second and third shocks, smoke seen and smelt after the third shock. The electrodes were removed and replaced after the apex site was shaved. Three further shocks were delivered but, according to the rptr, arcing was again seen on each shock at the apex site. The pt was not resuscitated.